Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the internal metal part was exposed from the bending section of subject device during an incoming inspection at olympus repair service center. In the incoming inspection, the subject device failed the leakage test. Other detailed information such as when the event occurred was not provided from the user facility. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be determined, but it is surmised that excessive force was applied to the insertion tube and the bending section of the subject device.